Event description:
It was reported that during a sigmoidectomy procedure that the hand switch did not activate. Another like device was used. There was no patient consequence.

Manufacturer narrative:
Date sent: 6/27/2008. Information anticipated, but unavailable at this time.